Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient presented to clinic with redness and inflammation in pocket. Device and lead was explanted due to infection. Patient was stable prior, during and post surgery.